Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent hyperglycemia after a meal despite small corrective doses delivered by the ilet system, with no visible moisture or leakage noted on the tubing; the user was advised to perform a full supply change and elected to do so independently. Symptoms included elevated blood glucose without associated clinical symptoms. Outcomes included no hospitalization or other clinical interventions reported. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed no confirmed device malfunction, component failure, or infusion set leak based on user observation and the absence of alarms, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.